Manufacturer narrative:
Product analysis: hawkone with cutter driver was returned to medtronic investigation lab for evaluation. The device was connected to the cutter driver and inspected. The cutter was advanced within the housing 2.8cm distal to the cutter window. No structural damage noted to the metal housing. The guide wire tubing was disengaged distally approximately 1 cm proximal end of the guide wire tubing. No hole noted to the housing where tissue would escape. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information update: a spider embolic protection was used. Three passes were made initial prior to the issue. No additional debris passed beyond the spider. All components were still intact. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a hawkone device during treatment of a calcified cto (chronic total occlusion-100%) in the patient¿s distal superficial femoral artery (sfa) of diameter 5-6mm. Slight vessel tortuosity and severe calcification are reported. Pre-dilation was performed using a non-medtronic 3mm balloon followed by a 4mm balloon. Several passes were made with the hawkone. It is reported the guidewire lumen on the top of the nosecone began to separate and debris was noted to have escaped. Once the separation was noted, the device was not used in the patient. The procedure is reported to have gone well, and no injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.